Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician found contamination on the hydraulic valves. The technician replaced the head hi/low valves to repair the bed.